Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent systems, instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was performed to treat a de novo lesion with moderate tortuosity, mild calcification and 90% stenosis in the mid left anterior descending (lad) coronary artery. The patient presented with severe angina. Pre-dilatation was performed using a 2.0 x 10 mm balloon. A 3.0 x 33 mm xience xpedition stent was implanted at 16 atmospheres. However, fluoroscopy revealed a dissection at the proximal end of the stent implant which was treated using another xience xpedition stent. The patient is doing fine. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.